Event description:
The following was reported: "During the procedure, the tip of the product in question broke." Furthermore, it was reported that: The patient underwent a CT scan, but no damage was found.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal KARL STORZ complaint ID: (b)(4).